Manufacturer narrative:
Date initial report sent: 07/21/2008.

Event description:
Procedure type: lap chole. According to the rptr: during the procedure, the balloon broke while it was inflated with 20cc of air. There was no report of pieces falling onto the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt status: ok. No further pt info available.